Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) would not capture. Thresholds were ran at max output with no capture observed. Troubleshooting steps were tried with unipolar and bipolar with no capture observed. The leads were disconnected from header and ran through analyzer and were able to capture normally. The ipg was attempted not used, removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the replacement procedure the implantable pulse generator (ipg) would not capture. Thresholds were ran at max output with no capture observed. Troubleshooting steps were tried with unipolar and bipolar with no capture observed. The leads were disconnected from header and ran through analyzer and were able to capture normally. The ipg was attempted not used, removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The capacitor was open (electrical discontinuity). Analysis of the hybrid revealed the no-output condition was due to the right ventricle pacing hold capacitor (c40) being removed from the hybrid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.